Manufacturer narrative:
The results of the investigation concluded that both leaflets opened and closed completely and easily. Patchy fibrous pannus ingrowth was present, but remained limited to the sewing cuff. The patient had a history of endocarditis. No vegetation or acute inflammation was found to be present. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest that the cause of the pannus was due to an intrinsic defect in the valve, as supported by the review of the device history record and by the analysis performed. A cause for the reported event remains unknown.

Event description:
On (B)(6) 1995, a 25 mm sjm mechanical aortic heart valve was implanted. In 2012, the patient developed endocarditis and was treated. On (B)(6) 2017, the valve was explanted due to aortic stenosis and endocarditis and replaced with a 25 mm trifecta valve (unknown sn). The status of the patient is unknown.